Event description:
It was reported that during a low anterior resection procedure, the device did not fire properly resulting in an ileostomy on the pt.

Manufacturer narrative:
Date sent: 12/17/2008. Info anticipated, but unavailable at this time.